Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 540 mg/dl. The customer's blood glucose was 409 mg/dl before she went to bed. The customer stated that the no delivery alarm occurred during basal, bolus and fixed prime. The customer kept changing the set. The customer declined to troubleshoot for high readings. The customer was advised to monitor and call helpline for further assistance if needed.